Event description:
It was reported that during use with a prismaflex m100 set, an external blood leak, reported as "there was blood out" was observed when connecting to the venous segment. It was further reported that it was "very difficult to unscrew". According to the reporter, the blue return terminal connector of the set was observed to be broken "from the inside". There was no report of patient injury medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available. However, photographs of the sample were provided for evaluation. Visual inspection of the photos did not show the cone of the blood return line male luer lock (mll) broken. The cause of the leak was due to the luer damage. The cause of the broken luer connector was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. Design changes have been initiated, and its implementation is ongoing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.